Event description:
Reportable based on the device analysis completed on (B)(6) 2026. It was reported that a device issue occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure the device was unable to cross the lesion. The device was removed and blood was noted inside the balloon. When inflation was performed outside the body, the contrast agent leaked from the distal side. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed that there was a balloon pinhole.

Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual, tactile, microscopic and leakage analysis was performed on the device. A pinhole was identified on the balloon when attempting to inflate the balloon, just proximal from the proximal markerband. A hypotube kink was identified 25cm distal to the distal end of the strain relief. No other device issues were identified during returned product analysis. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of cause not established based on the limited information provided. This code was selected as the most probable complaint cause based on the information available. A clear conclusion of the reported event cannot be determined as patient or procedural details were not available.